Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending (lad) artery. A 2.50 x 38 synergy drug-eluting stent was advanced using a non-bsc guide extension catheter but failed to cross the lesion after several attempts were made. The physician removed the device from the patient and attempted to dilate the lesion with scoring balloon again. Upon inspecting the device, it was noted that the distal edge of the stent was lifted. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.